Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) cuff connecting tube presented a crack. A surgical procedure was performed to replace the cuff and pump. There were no further patient complications.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff connecting tube presented a crack. A surgical procedure was performed to replace the cuff and pump. There were no further patient complications.

Manufacturer narrative:
The cuff connecting tube implant reported with a crack; therefore, the allegation cannot be established without device analysis. However, the artificial urinary sphincter balloon component was returned. Upon receipt of this artificial urinary sphincter (aus) balloon at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify damage or abnormalities on balloon. The component was tested. The balloon component successfully passed leakage test; however, it did not pass the functional test, the output pressure reading was below specification. Concomitant product UDI for pump is (B)(4), concomitant product UDI for balloon is ((B)(4).